Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was exhibiting low pacing thresholds measurements and noise. An x-ray image has concluded the lead may have integrity anomalies. The patient had been hospitalized due to an unrelated fall; the physician stated the fall was not a contributing factor to the lead issues. The sensitivity of the atial lead has been reprogrammed and the product remains implanted and in service with atrial detection enhancement programmed off.